Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock and oversensing. The device was explanted and replaced. The patient was in stable condition.